Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight proximal stent damage. Proximal struts 1-2 were slightly twisted. The remainder of the stent showed no signs of movement or damage and was set equidistant between the proximal and distal markerbands. The undamaged section of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a midshaft kink at approximately 8 cm proximal to the port bond. The inner lumen and bi-component bond showed no signs of damage or strain. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 11-jan-2017. It was reported that crossing difficulties were encountered. The 89% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 2.50 x 38 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.